Event description:
Therapy was abandoned due to a decrease in effectiveness with multiple complications, including csf leak and back infection, decrease in effectiveness, catheter migration, and spasticity. Patient had multiple revisions in the past when the catheter was no longer in the intrathecal space, and once when there was a catheter break. The device was explanted, and patient recovered without sequelae.

Manufacturer narrative:
(B) (4).